Manufacturer narrative:
It was reported that patient is tight and cannot regain motion in extension. Revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that device was manufactured to specification.

Event description:
It was reported that patient is tight and cannot regain motion in extension. Revision surgery is planned to exchange the poly inserts.